Event description:
The customer reported that the insulin pump alarmed button error. The blood glucose reading was 164mg/dl. The caller stated that possible the device was exposed to moisture while being in the gym. Advised the customer to discontinue use of the insulin pump and revert to a back-up. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window and cracked case near display window corners. No button error alarms noted. No button response due to corroded keypad traces. No moisture damage noted on the electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.(B)(4)